Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es medication orders were not showing on the patient's profile in pyxis. Under settings on pyxis server it shows all their medications have been discontinued when they have not been. Nurse unable to pull medications on this patient. There were no adverse events or injuries reported as a result of this incident.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture 20-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that medication orders were not showing on the patient's profile in pyxis. A technical support specialist contacted the pharmacy to confirm whether the issue was still ongoing. The pharmacy confirmed that the issue had resolved on its own and granted permission to close the case. The system functioned as intended after it was assessed by the technical support specialist.